Event description:
A malfunction code malf 1 was reported for the pump. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy. Tandem technical support confirmed the shipping address, instructed the customer on returning the pump with a pre-paid label, and arranged for a replacement pump to be sent.